Manufacturer narrative:
The home patient's nurse did not want the patient's homechoice unit evaluated at this time because the home patient has not had any problems with the unit since the time of the report.

Event description:
A customer contacted baxter's technical service center regarding a negative ultrafiltration (uf) alarm during drain 3 of 5. Drain volume is 1439ml. The technical service rep (tsr) assisted the home pt (hp) to close and open the transfer set and move around. The hp is not draining any fluid out. The hp has done bypass herself tonight. Now the tsr has done a bypass to fill. The home patient has 858ml in her now. The home pt is not filling correctly with only 3 mls filling now. The hp ended the therapy and will inform the peritoneal dialysis nurse of the not filling or draining. The hp cannot see any fibrin. The homechoice is operational. During a follow-up call with the hp's nurse in 2008, the nurse stated that she was aware of this report. The nurse indicated that the hp went into the clinic on the day of the report (eleven days earlier) and that 3500ml were drained without difficulty or fibrin. The nurse indicated that the hp's fill volume is 2500ml. The nurse also indicated that the reason for this large drain volume is that the home patient had stopped taking her daily regimen for constipation and has been re-educated on the importance of following this regimen. The nurse stated that she has seen the hp since the time of the report and that the hp is doing well and has been able to continue peritoneal dialysis well without any problems. The nurse did not want the hp's homechoice unit to be evaluated at this time as the hp has not had any problems since the time of the report. No patient injury or medical intervention was indicated at the time of the initial report or during the follow-up call to the nurse.